Event description:
The intended procedure was stenting of a lesion located in the left iliac artery. It was reported that during advancement of the palmaz stent delivery system (sds) through a 7fr, 45cm arrow sheath, the sds got stuck. The vessel had severe calcification, moderate tortuosity and 99% stenosis. It is unknown how far into the sheath the sds got stuck. When the physician tried to withdraw the sds from the sheath, the stent dislodged in the hemostasis valve. No additional information was provided.

Manufacturer narrative:
The products were not returned to cordis for analysis. Without product return, it cannot be confirmed if the stent was crimped properly onto the balloon and/or if there was an incompatibility between the sds and the sheath. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mpq). This review was extended to subassembly part number e7135564 with lot number 0104060339. This review revealed that the subassemblies met all requirements per the applicable mqp as well. There is not enough information to draw a conclusion as to the root cause of the reported event; however, vessel characteristics may have been a contributing factor.